Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.5680" x 0.1935" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The complaint regarding a blade broken off the end was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps instrument was found to have broken blade at the end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.